Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was unable to undeflect/straighten the curve. During a mapping case, while using an intellanav mifi open-irrigated ablation catheter, the physician lost steering ability and was unable to undeflect/straighten the curve. The catheter was carefully removed from the patient and switched out for a new intellanav mifi open-irrigated ablation catheter. It was also noted at the time that there was a kink/bend on the viking quad catheter which was also removed and replaced with a new viking quad catheter. At one point, it was also noted that the patient had 2:1 av block which did not seem to be attributed to radiofrequency ablation. It was unknown if it was caused by manipulating the catheter/removing the catheter or whether just vasovagal syncope. The patient's normal av conduction returned at the end of the case and the case was successfully completed.

Event description:
It was reported that the catheter was unable to undeflect/straighten the curve. During a mapping case, while using an intellanav mifi open-irrigated ablation catheter, the physician lost steering ability and was unable to undeflect/straighten the curve. The catheter was carefully removed from the patient and switched out for a new intellanav mifi open-irrigated ablation catheter. It was also noted at the time that there was a kink/bend on the viking quad catheter which was also removed and replaced with a new viking quad catheter. At one point, it was also noted that the patient had 2:1 av block which did not seem to be attributed to radiofrequency ablation. It was unknown if it was caused by manipulating the catheter/removing the catheter or whether just vasovagal syncope. The patient's normal av conduction returned at the end of the case and the case was successfully completed. It was further reported that the cause of the av block was thought to be vasovagal syncope. No interventions were performed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. F.10. Patient codes: corrected to add 2661 vaso-vagal response.

Event description:
It was reported that the catheter was unable to undeflect/straighten the curve. During a mapping case, while using an intellanav mifi open-irrigated ablation catheter, the physician lost steering ability and was unable to undeflect/straighten the curve. The catheter was carefully removed from the patient and switched out for a new intellanav mifi open-irrigated ablation catheter. It was also noted at the time that there was a kink/bend on the viking quad catheter which was also removed and replaced with a new viking quad catheter. At one point, it was also noted that the patient had 2:1 av block which did not seem to be attributed to radiofrequency ablation. It was unknown if it was caused by manipulating the catheter/removing the catheter or whether just vasovagal syncope. The patient's normal av conduction returned at the end of the case and the case was successfully completed. It was further reported that the cause of the av block was thought to be vasovagal syncope. No interventions were performed.

Manufacturer narrative:
Evaluation of the returned device found a kink located approximately 2 cm from the distal tip. There was dried saline in the luer, and saline and blood on shaft and tip. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the curve template. Both right and left curves failed to reach the specified template area. The right curve test was out of plane. X-rays showed a bent center support and guide coil collapse.

Event description:
It was reported that the catheter was unable to undeflect/straighten the curve. During a mapping case, while using an intellanav mifi open-irrigated ablation catheter, the physician lost steering ability and was unable to undeflect/straighten the curve. The catheter was carefully removed from the patient and switched out for a new intellanav mifi open-irrigated ablation catheter. It was also noted at the time that there was a kink/bend on the viking quad catheter which was also removed and replaced with a new viking quad catheter. At one point, it was also noted that the patient had 2:1 av block which did not seem to be attributed to radiofrequency ablation. It was unknown if it was caused by manipulating the catheter/removing the catheter or whether just vasovagal syncope. The patient's normal av conduction returned at the end of the case and the case was successfully completed. It was further reported that the cause of the av block was thought to be vasovagal syncope. No interventions were performed.